Event description:
It was reported that the patient had a change in stimulation that prompted an x-ray. The patient had stimulation in her arms instead of her legs and back. It was found that the leads placed at mid t7 had moved. One moved up into the cervical area and the other one moved down to around t10. The patient was scheduled for a revision on (B)(6) 2012 and it was found that the titanium rod in the titan anchors was loose out of the silicone sleeve. One lead and both anchors were replaced. Leads were placed at mid t8 (left lead) and at top of t7 (right lead). There were no injuries during the procedure. The patient was groggy post procedure, but she planned to test the leads for better coverage. The company representative met with the patient post-operatively and reported that the patient had great coverage.

Manufacturer narrative:
Silicone anchor: lot# unk, implanted: 2012 (B)(6), explanted: 2012 (B)(6). Silicone anchor: lot# unk, implanted: 2012 (B)(6), explanted: 2012 (B)(6). Lead: model 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na. Lead: model 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na. Recharger: model 37754, serial# (B)(4). Programmer: model 37744, serial# (B)(4). (B)(4). Final device analysis for both anchors revealed no anomalies. The titanium insert was observed inside of the silicone sleeve on both anchors. Anchor